Event description:
Aspiration [aspiration]. Coughing violently [cough]. Case description: this case was reported by a consumer and described the occurrence of aspiration in a (B)(6) female pt who received glycerin (biotene mouth spray ((B)(4))) oromucosal spray for an unk indication. Concurrent medical conditions included asthma. On an unk date, the pt started biotene mouth spray ((B)(4)). On an unk date, an unk time after starting biotene mouth spray ((B)(4)), the pt experienced aspiration (serious criteria gsk medically significant) and cough. Biotene mouth spray (savannah) was discontinued (dechallenge was negative). On an unk date, the outcome of the aspiration and cough were not recovered/not resolved. It was unk if the reporter considered the aspiration and cough to be related to biotene mouth spray ((B)(4)). Additional details: consumer reported the events of coughing violently for 40 minutes, and the she thinks she aspirated while using the product. She reported that she used an unspecified inhaler as treatment.